Event description:
It was reported that during a right knee arthroscopy, acl reconstruction with it band autograft, extraarticular lateral tenodesis of it band, lateral meniscus repair, the "novostitch pro men rpr sys 2-0" broke off. The pieces were retrieved after 1 hour, the first attempt was with graspers and was unsuccessful; the pieces were retrieved through a small arthrotomy and confirmation was made to ensure that there was no residual metallic fragments, both arthroscopically and with fluoroscopy. A delay greater than 30 minutes were reported and the procedure was finished with a fast fix device.

Manufacturer narrative:
H3, h6: "the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation."

Event description:
It was reported that during use in a right knee arthroscopy, acl reconstruction with it band autograft, extraarticular lateral tenodesis of it band, lateral meniscus repair, the "novostitch pro men rpr sys 2-0" broke off. The pieces were retrieved after 1 hour, the first attempt was with graspers and was unsuccessful, retrieved through a small arthrotomy and confirmation was made to ensure that there was no residual metallic fragments both arthroscopically and with fluoroscopy. A delay greater than 30 minutes were reported and the procedure was finished with a different smith and nephew back-up device (fast-fix).

Manufacturer narrative:
(B)(4).